Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID: 977c265, (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a surgical lead. The reason for call was caller stated that they could visibly see a gap in the outer layer that goes around the lead wires. Caller stated that there were 16 of them and each of them had a fine layer of protection, but it was not as thick as the outer layer. Caller asked if there was still protection around the leads. Agent asked if they had run any impedances yet, and caller stated they hadn't because the lead was still not in the epidural space. The caller was wondering if impedances and connections were ok and if the gap was going to be a place where the paddle starts on one of the leads that comes down. Agent reviewed that it was probably not a place of high tension because it was not close to an anchor site or place of torsion. Technical services (tss) reviewed options to check imped and potentially change out lead due to high imped, keep the existing lead in the hopes that it will be ok for therapy (if imped normal) or just replace the lead outright due to the breach in insulation. It was noted that lead revision occurred due to patient having incomplete and unilateral coverage. The revision occurred on (B)(6) 2026. All impedances and connections were green and within good range. The representative discussed with the patient's healthcare provider (hcp) regarding leaving the compromised lead implanted, potential for fracture, less integrity over time, and the hcp chose to keep the original lead implanted as connections and impedances were both in good standing and the patient was not having battery issues so they did not want to open the battery pocket.